Event description:
It was reported that a patient presented remotely with noise noted on the patient's implantable cardioverter defibrillator and right ventricular lead. The noise was over-sensed and resulted in pacing inhibition. A lead extraction and further intervention was planned. No adverse patient consequences were reported.